Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Pharmacist called on consumer behalf. Stated, consumer is refusing to call in. Stated, there is no insulin flow when taking injection. Stated, the consumer is using bd nano pro could not provide information from a box because it was discarded by consumer. Lot: unknown. Catalog: nano pro per pharmacist. Date of event: unknown. Samples: no cl.